Manufacturer narrative:
Pump received with no up button response due to corroded keypad trace. No display anomaly, ramping numbers on their own or scrolling bar moving. Pump was received with scratched lcd window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 115 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.